Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive during the cartridge change step of the load process. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was 100 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.